Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 1069477. A search of the complaint database finds additional reported incidents against lot code 1126091 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient seeking legal action. The patient was revised because of dislocation.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/21/2016- pfs and medical records received. After review of the medical records for MDR reportability, alleges a great deal of pain, discomfort, with extremely limited mobility. Revised for infection. Admitting physician (for revision related joint infection) noted in discharge summary, history of previous (B)(6) associated incision infection related to previous total hip replacement (on (B)(6) 2004). Noted that following primary hip replacement on (B)(6) 2004, patient had repeated dislocations, requiring 3 to 4 general anesthetics for closed reductions, and having to remain hospitalized in traction for approximately 3-4 weeks to gain stability. During this same hospitalization, patient acquired a breakdown of his total hip incision, whereby he had to have the wound packed every day for severe purulence draining from the area, and antibiotic therapy, for a total stay of approximately 7 weeks. Cup, stem, and acetabular screw added to complaint and medwatch. Infection added to patient harms.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.